Event description:
Reporter indicated that a patient's device would "act up" whenever the patient used a cordless phone and went on to say that the phone would stop working. Good faith attempts to obtain clarification on the patient's events and device diagnostic information have been unsuccessful to date.